Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system developed an infection. During the lead extraction, the patient died. An svc tear was noted in the atrium. It was noted this patient was very ill with dementia.